Event description:
It was reported by service report that the foot end jack could not be lowered. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.